Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The patient was stable post operation and doing well. The facility discarded de device per guidelines and will not be sending it back. No additional information is available at this time.